Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt stimulation when stimulation was off. It was noted that the patient had stimulation on during the day and turned the stimulation off when they went to bed or when they were sitting, as they did not need it. It was noted that in the morning the patient would get up and was walking around before they turned the stimulation on for the day. It was noted that the patient felt electrical pulses in both legs and the area the stimulation was supposed to cover even though it was off. It was noted that the day before yesterday the patient did not have to put it on at all and felt stimulation all day as though it was on. It was noted that today the patient still felt it but it was not as strong. It was noted that the patient stated they turned stimulation on today and verified stimulation was on. It was noted that the stimulation was not too strong and it was as strong as the patient needed. It was noted that the patient felt that the feeling they had prior to turn on stimulation was residual. It was noted that the patient verified which buttons they pressed to turn on the stimulation. Additional information received reported that no diagnostics were performed. It was noted that there were no malfunction seen and the cause of the issue was not determined. It was noted that no interventions were taken or planned. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been wearing the implantable neurostimulator (ins) for about one month and about 304 days since they started using the ins he noticed that after taking it off they could still feel the stimulation for a while. The reporter stated that once it was two days before the electrical signal went away. It was noted the patient used stimulation intermittently and they did not need stimulation on all of the time. It was further noted the patient needed stimulation when they were upright, but not sitting or lying down. The reporter stated that when they use the ins in bed they get cramps in their chest, armpits, and all the way down to their buttocks. The reporter further stated it almost locks up their muscles. It was noted the patient did not adjust stimulation down and their programmer was in a different room. It was further noted the patient told themselves to relax and that helped. The reporter stated it had been getting worse and worse over the last two weeks. It was noted the patient had program a and program b, but they could not remember which one they were told to use. It was further noted the patient was on program a. It was further noted the patient had not falls or trauma, but they did feel light headed a couple of times. It was noted that a problem with the patient programmer was reported. The reporter stated they thought that when they pushed the "little white button" on the front of the programmer that they were turning the ins on or off. Additional information received reported the manufacturing representative was not aware that the patient was having continued issues of overstimulation. The reporter stated they would contact the patient to setup a reprogramming. Additional information received reported the manufacturing representative talked with the patient and the patient was receiving stronger stimulation when lying down because they forgot to turn the ins off first. It was noted the patient was receiving effecting therapy. It was further noted the manufacturing representative would be meeting with the patient on (B)(6) 2014 to reteach the patient on their programmer.